Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:investigation revealed the display screen was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored and a battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2015.